Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 12-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical event and a quality defect is excluded. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced generalized allergic attacks all over her body. The devices were removed 8 months later, but the event persisted. This event was considered serious due to its medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash and hives that resolve after device removal. In this particular case, consumer allergic reaction persisted after essure removal. According to her; the dermatologists said it became chronic. Although dechallenge was negative in this case; considering the close temporal relation between the event and essure therapy and since no alternative explanation was provided; causality with the suspect insert cannot be excluded. Since device removal was required (intervention implied), this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical event and a quality defect is excluded. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Upon internal review it was noted that information was incorrectly submitted on 17 dec 2015. Information was correctly submitted to 2951250-2015-01651.

Manufacturer narrative:
Product technical complaint investigation received on 18-nov-2015: bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a few months later, started bleeding really bad. At the moment of report, she stated that she had to get a partial hysterectomy. This event, seen as genital bleeding, is serious due to medical importance (hospitalization was mentioned but not specified) and listed in the reference safety information for essure. Considering genital bleeding may occur during essure use and in the absence of alternative explanation, causality with suspect insert cannot be excluded and since an intervention will be required this case is regarded as incident. Other non-serious events were informed. Based on the available information, there is no reason to suspect a relationship between the reported events and a quality defect.

Manufacturer narrative:
Follow-up from 25-jan-2016: no additional information could be obtained, as health authorities have not provided consumer's details so far. Case closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-jan-2016 for the following meddra preferred term: dermatites allergic. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced generalized allergic attacks all over her body. The devices were removed 8 months later, but the event persisted. This event was considered serious due to its medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash and hives that resolve after device removal. In this particular case, consumer allergic reaction persisted after essure removal. According to her; the dermatologists said it became chronic. Although dechallenge was negative in this case; considering the close temporal relation between the event and essure therapy and since no alternative explanation was provided; causality with the suspect insert cannot be excluded. Since device removal was required (intervention implied), this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical event and a quality defect is excluded. No further information is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on 14-oct-2015 who had essure (fallopian tube occlusion insert) inserted in 2010. Since then, consumer was experiencing generalized allergic attacks all over her body. The device was removed after 8 months, but she continues to have the same reaction, which dermatologists say has become chronic. She continues to take medication to control these attacks. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced generalized allergic attacks all over her body. The devices were removed 8 months later, but the event persisted. This event was considered serious due to its medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash and hives that resolve after device removal. In this particular case, consumer allergic reaction persisted after essure removal. According to her; the dermatologists said it became chronic. Although dechallenge was negative in this case; considering the close temporal relation between the event and essure therapy and since no alternative explanation was provided; causality with the suspect insert cannot be excluded. Since device removal was required (intervention implied), this case was regarded as incident. A product technical analysis and follow-up information are being sought.